Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used lf1637 was received for evaluation and visual inspection found no defects. The device was received with the jaws open. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The handle was latched and unlatched without difficulty. The device was plugged into the generator and was recognized. The device was tested for activation on simulated tissue with end tones, indicating completed seal cycles. To minimize tissue sticking keep the jaws of the instrument clean at all times; clean the instrument more often when working in a bloody field; if consistent sticking is encountered, reduce the bar setting; do not re-use or reprocess the device, as this can damage the surface of the jaws and lead to improper performance. The investigation found the device to function normally and within specifications. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a laparoscopic bilateral salpingectomy, the device jaws stuck to the patient's tissue and caused bleeding. The amount of blood loss was not made available from the site contact, but it was confirmed that there was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.